Manufacturer narrative:
(B)(4). Batch #: x94k0p. Additional information was requested and the following was obtained: does the damage to the package compromise the sterility of the device? Yes. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with returned outside its original packaging and the packaging was not returned. Due to the device packaging not being returned, we are unable to investigate further on the reported packaging issues. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch x94k0p, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open radical resection of bladder cancer, before used on the patient, the package was found damaged. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/11/2023. Additional information was obtained: the procedure should be open renal cancer, and the event date should be (B)(6) 2023.